Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed a cut/tear in the balloon surface, located at the distal end of the distal xray marker. Close to the damage site several tiny scratches were observed. It seems likely that the cut/tear in the balloon was caused by a hard, sharp edged object pressing against the balloon from the outside. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of inprocess and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The final root cause for the leakage is most likely related to the patients anatomy.

Event description:
A passeo-18 balloon catheter was chosen for treatment. The balloon could not be inflated during procedure.